Event description:
On the date of this report, the actual residual pump volume was less than the expected residual volume; 11.4 cc was expected and they were only able to get ¿a small amount of fluid¿. The last pump refill was on (B)(6) 2014. The reporting physician did not know how that went as another hcp (healthcare professional) had done that refill, but he did know that the reservoir volume discrepancy for that refill was 1cc. Mid-way through the (B)(6), the patient suddenly felt as though he got too much intrathecal baclofen; he experienced an episode where he had a loss of leg strength and was admitted to the hospital. Lately, the patient had cellulitis and fevers. The device system was delivering baclofen and morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2013 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter (B)(4).